Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per a service record. The system found to meet all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) a patient experienced residual astigmatism and could not see well at any distance. The iol was explanted and an advanced technology iol was implanted. New information was received. Intraoperative aberrometer suggested a measurement value that was two times higher.